Manufacturer narrative:
Continuation: 5076-52 lead; implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a history of right atrial (ra) lead oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.